Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and while chest compression was administered to the patient, therapy was delivered with oversensing of noise seen on the right ventricular (rv) lead. It was noted that the therapy was appropriate for the patient¿s ventricular tachycardia (vt)/ventricular fibrillation (vf) episode; however, noise was seen on the rv lead resulting in a lead integrity alert (lia). The patient was treated with medication and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.